Event description:
Received copy of medwatch form from FDA on (B)(6) 2014; form was a copy of a user-facility submission regarding an injury from our products, nuprep skin prep gel and ten20 conductive paste. Patient had an eeg in which both of our products were used. The eeg leads remained on the patient overnight. When the leads were removed the day following the eeg, two (2) pink areas on the skin of the forehead were observed. About an hour later, the pink areas increased in size and intensity, especially the area on the right side, which was edematous and slightly abraded to the center. The areas continued to increase in size and became more irritated over the next hour. Doctors were alerted and the skin team was consulted.

Manufacturer narrative:
Initial reported contacted to ascertain the current status of the patient, such as if the patient ended up suffering permanent scarring or if the patient recovered completely. As of (B)(4)2014, no reply from the user facility. If we receive any additional information from the user facility, we will submit a follow-up report. We are aware that a very small percentage of the population may react negatively to our products, likely due to hypersensitive skin and/or allergies. It is very rare that permanent scarring results.